Manufacturer narrative:
Manufacturer's investigation conclusion: superficial driveline damage was unable to be confirmed as no images or product were available for evaluation. Review of the submitted log files confirmed intermittent power elevations; however, a specific cause for these events could not be conclusively determined through this evaluation. During a clinic visit, the patient reported a brief flow and power surge the previous week. The patient felt well and was without complaints. The patient¿s vitals were stable with mean arterial pressure at the upper end of goal range. Electrocardiogram and implantable cardioverter defibrillator (ICD) interrogation were unremarkable. The patient¿s labs as of may 2024 were unremarkable with plans to take them again. It was also noted that the patient¿s driveline had superficial damage to the silicone covering just distal to where the dressing stops. The cause of the power elevations was not conclusively determined; however, it was reported that the elevations resolved and have not recurred. A review of the submitted log file confirmed intermittent power and flow elevations on 07aug2024 and 08aug2024. A specific cause for the power elevations could not be conclusively determined; however, power and flow moderated on 08aug2024, and no further significant elevations were captured over the remainder of the data. The system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6). With no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number 21610, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The IFU also provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the power elevation was not determined and they have not reoccurred.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2024. In the week prior it was noted that there was an episode of a brief flow and power surge. Left ventricular assist device (lvad) interrogation showed a few flow surges on 08aug2024 between 0600 and 1000. The flow was up to 9-11 with low pulsatility index (pi) values. The patient felt well. It was also noted that the patient had a small area break in silicone covering of driveline just distal to where dressing stops. Log files were submitted for review and confirmed the power/flow elevations on 07aug2024 and 08aug2024. The patient's vitals were stable, and the mean arterial pressure (map) was at the upper end of the goal range (90mmhg). Electrocardiogram (EKG) and implantable cardioverter defibrillator (ICD) interrogation were unremarkable and the most recent labs which were performed on (B)(6) 2024 were unremarkable. The patient would have more labs completed prior to follow-up next month and the break in silicone on the driveline was covered with rescue tape.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.